Manufacturer narrative:
Investigation summary: bdj received actual samples and photos were then sent on to the manufacturing facility for investigation. The photos were reviewed and the customer¿s indicated failure mode for sleeve fall off with the incident lot was observed. Additionally, the customer samples were evaluated in bdj location by visual examination and the indicated failure mode for sleeve falll off and leakage with the incident lot was observed . Bd determined that the root cause of the indicated failure mode was attributed to manufacturing related, sleeve was not fully seated on the np cannula causing the sleeve to dislodge from the non patient cannula. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder the sleeve falls off. The following information was provided by the initial reporter. The customer stated: "this is a report about the sleeve falling off, resulting in blood leakage. According to the customer's report, the sleeve fell off during blood collection, which resulted in blood leakage." There is no report of blood exposure to the health care worker or patient.